Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned for evaluation nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
In a routine post-operative checkup, the surgeon noticed that several of the arsenal set screws had loosened and become free floating in the patient. Additionally, with the loosening of the set screws, the rod on the patient's left side had disengaged from the screw head. Revision surgery was conducted on (B)(6) 2016 to remove and replace the detached set screws. The arsenal spinal fixation system was originally implanted on (B)(6) 2016.